Event description:
Implant fracture

Manufacturer narrative:
Implant regio 22 fractured. Construction was a removable denture placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.